Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The analysis of the log file could confirm a failure of the cockpit. The failure was caused by a faulty solid-state disk (ssd). The ssd caused a read/write error, and the device initiated as specified reaction a cockpit restart to solve the detected deviation. However, the cockpit was not able to reboot due to the ssd failure. The ventilation was not affected by this issue and continued as set. The device was eventually turned off by the user via the rocker switch. The ssd of the device must be replaced. As a safety feature of the ventilator, the ventilator software analyses and verifies proper function of the device. If the software detected a failure the user will be alerted to this condition by an audible alarm according to iec 60601-1-8. In case of a reboot of the cockpit the user would be alerted by the internal piezo speaker. In case of a cockpit failure the ventilation would continue independently. Relevant ventilation parameters are displayed on the oled-display of the ventilator. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that device turned itself off during patient use. The device was replaced. There were no health consequences for the patient reported.